Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall that persisted despite five restarts, and a replacement device was arranged with instructions provided for shutdown, data sync to the mobile app, and return of the original device. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included continued use of the patient¿s cgm via the dexcom app or receiver and replacement of the pump. Investigation included device history and complaint handling review with troubleshooting and user education. Investigation of this device revealed a reported pump motor stall consistent with an internal pump mechanism malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an internal device mechanical issue not attributable to user error.